Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that about (B)(6) 2017, the patient started having some issue with their left side, further stating until (B)(6) 2017 , the patient had not had any issues. It was reported that the nurse practioner did some tweaking, the patient kept going back for reprogramming and nothing was helping, patient went to the florida neurologist and it still was not working. It was stated that they did an impedance test and found the impedance was high. It was noted that they did an x-ray and found a 170 degree kink in the lead wire, further stating that it looked like the lead got caught on a suture that was used to close the incision. It was reported that on (B)(6) 2018, the surgeon did surgery to confirm the kink was the problem. It was stated that the right side worked for a year and then failed. It was stated that the surgeon said they had never seen anything like this before and did not know how it happened, further mentioning there was no fall, trauma or car accident. The caller wanted to know if the lead was going to be sent back for analysis, and wanted the rep's number to talk about the report, it was reviewed for the caller that the reports were for internal use only and that the surgery details would be in the patient's medical report. It was reviewed for the caller to follow up with the hcp to see if they plan to send the lead back for analysis as it had not been sent back at the time of the report. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The rep was unable to determined when the impedance issue or the kink started. The patient was reimplanted on 2018 (B)(6) and all went well and the impedances were normal. No further complications were anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. Caller reported a revision, further stating that the patient had a repair surgery in (B)(6) 2018, on the right side stimulator or lead. The caller thinks it was just a lead replacement because of a severe kink in the lead wire above the connector since it was diagnosed by x-ray in (B)(6) 2018. It was reported that patient had a lack of stimulation since (B)(6) 2017, which caused the doctor to do an impedance test and an x-ray of the lead which found the problem. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that high impedances were measured of: c0 40k ohms, c1 40k, c2 40k, c3 40k, 01 3949, 02 6440, 03 8622, 12 3480, 13 6069, 23 3538 ohms. The rep reported that an x-ray showed a kink at the lead/extension site. Another rep reported that the patient was going to have a revision due to the high impedances, but it was not yet known if the issue was due to the extension or the lead. The rep reported that the healthcare provider (hcp) planned to test the lead separately to determine the source of the impedance issues. The rep reported that the revision was scheduled for (B)(6) 2018. The rep reported that the patient's left side system was good, but the right side system was the one they were doing further exploratory surgery on. The rep reported on (B)(6) 2018 that the lead and extension were explanted and impedance checks were conducted in clinic, pre-op, and during surgery with the twist lock. The rep reported that the extension was fine, but the patient needed an MRI as they were not initially implanted at the current facility. The rep reported that the lead was kinked at the neck, and when tested individually with the twist lock, high impedances were measured. The rep reported that the patient would be re-implanted on (B)(6) 2018 and that the issue was considered resolved. No further patient complications have been reported as a result of this event.